Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse found both sample probe and reagent probe 1 were lifted. Fse corrected the probe positions, ran quality controls and calibration and the instrument is performing within specification. The samples were repeated on another instrument and resulted as expected. The cause of the potentially discordant results is improper sample probe and reagent probe 1 positioning. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Potentially discordant results were obtained on multiple samples on an advia 1800 instrument. The potentially discordant results were not reported to the physician(s). The samples were repeated on an alternate advia 1800 and results were as expected. The correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the potentially discordant results.